Event description:
During a ventricular tachycardia procedure, the advisor hd grid catheter became stuck in the patient requiring surgical removal. The advisor hd grid catheter was used for mapping and the left ventricle (lv) was accessed via the artery retrograde access. The advisor hd grid catheter was then going to be switched for a non-abbott (deca 2-2-2) catheter as the case might be an idiopathic left ventricular tachycardia. The advisor hd grid catheter was attempted to be removed from the lv in a prolapsed state. The physician felt that the advisor hd grid catheter was stuck at the groin and was unable to advance or retract both the catheter and the sheath. An x-ray showed that the catheter was stuck at the short sheath near the arteries bifurcation. The physician then requested for help from other intervention cardiologists to remove both the short sheath and the advisor hd grid catheter. An ablation catheter was first used to try to unfold and dislodge the stuck catheter which did not succeed. Pci wires were then used to try to snare the catheter which did not succeed either. The sheath was found to have advanced more than the initial part where it was stuck. The patient required surgery to remove the stuck sheath and catheter. The sheath and advisor hd grid were successfully removed from the patient and the catheter was found to have a kink at the end of the s1 s2 electrodes. The procedure was then discontinued. It was confirmed that the sheath used with the advisor hd grid catheter was an 8fr sheath. The advisor hd grid catheter instructions for use states that at least an 8.5fr sheath should be used with the catheter.

Manufacturer narrative:
The catheter shaft appears to be bent distal to the shaft electrodes. Additionally, the returned video appeared to show the catheter being removed. Visual inspection was based solely upon a review of the photographs and videos provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information provided indicates an 8f introducer sheath was used. The advisor hd catheter instructions for use (IFU) states, ¿insert the distal tip section of catheter into an 8.5f minimum introducer using the straightener.¿ the cause of the reported removal difficulty and shaft damage is consistent with not following the instructions for use.